Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on the ultrasonic air sensor (uas) was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The customer disposed or lost latch and is ordering a new one for repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.